Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drill was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 411387) was examined visually under magnification. The fracture surface was angled and had clear beach/clamshell marks, exhibiting signs of a fatigue fracture. Fatigue fractures can be caused by repeated loads or stresses followed by a sudden breakage which then propagates. Calipers were used to measure the length of the missing tip, which was found to be 0.064 inches. Based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery the surgeon used a aculoc2 plate and was attempting to insert the locking screw when the driver tip broke. The surgeon was not able to remove the broken piece and therefore was left in the patient. The surgery was completed with a replacement device of the same model after a 10-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00543 for the driver involved in this event.